Event description:
During a therapeutic ureteral stone retrieval procedure, the tip of the retrieval forceps device detached inside the patient's ureter. A laser was being used concurrently, and it is possible that the laser fiber may have come in contact with the forceps, causing the forceps to break apart. The physician was able to sucessfully retrieve the forceps tip from the patient's ureter, and the procedure was completed successfully with another device. The patient experienced no reported adverse effects or complications as a result of this event, and was reported to be in stable condition.